Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, device history record, instructions for use(IFU), quality control(qc) and a visual inspection of the complaint device was conducted for the purpose of this investigation. Product was returned in an opened and used condition. A visual inspection noted that a portion of the distal catheter tip had separated, due to a material failure. This product was part of the recall expansion that was initiated on 07oct2015. Per qc, the device is 100% inspected to verify surface of catheter is free of damage and excess bumps or roughness and that the distal tip/endhole is rounded smooth, not thin, slanted or out of round. It is also confirmed there are no splits, nicks, damage, excess material or debris present. This product is shipped with an IFU which states under precautions: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." Measures have previously been initiated to investigate this issue. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
During catheterization of the descending aorta via the right femoral artery, a pediatric probe had been mounted on a j guide (another manufacturer). Without major release of the guide, a problem at the end of the beacon tip catheter was noted via fluoroscopy. The distal end of the catheter seemed to have detached and was recovered without incident (subject of this report, MDR;1820334-2015-00767). During a second attempt of inserting a beacon tip pediatric catheter, the same j guide was used and a tearing of the end of the catheter was noted (MDR;1820334-2015-00764). The fragment was recovered by a snare via a second puncture to the artery. No materials were left inside the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During catheterization of the descending aorta via the right femoral artery, a pediatric probe had been mounted on a j guide (another manufacturer). Without major release of the guide, a problem at the end of the beacon tip catheter was noted via fluoroscopy. The distal end of the catheter seemed to have detached and was recovered without incident (subject of this report, MDR;1820334-2015-00767). During a second attempt of inserting a beacon tip pediatric catheter, the same j guide was used and a tearing of the end of the catheter was noted (MDR;1820334-2015-00764). The fragment was recovered by a snare via a second puncture to the artery. No materials were left inside the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.